Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and noted a bend in the suction tubing but could not duplicate the reported complaint. The suction tubing was trimmed and the flow valve was replaced. The device was returned to service.

Event description:
The hospital reported that suction from the anesthesia machine was lower than expected. There was no report of patient involvement.